Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The metaglene holder would not go into the metaglene guide pin. The tip appeared to be warped and would not fit inside the guide.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Functional evaluation of the submitted devices could not replicate the reported mating issue. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.